Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform x-ray imaging. During troubleshooting, the fse identified the root cause as an image storage issue. To resolve this, the industrial panel pc (ippc) was replaced, and the related software was reinstalled. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray was not possible. The user restarted it, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.